Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : cup revision for pain and squeaking of implant. On x ray, cup appears open and too anteverted. For open assessment of cup and liner. Intraoperatively the liner was found to have completely malformed and ceramic head has been rubbing against metal shell. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and the x-ray/photo evidence review revealed that the "apex hole elim positive stop [124603000/d16123751]" presented no evidence of a device nonconformance or relation of the product with the reported adverse event. ¿the overall complaint was unconfirmed as the observed condition of the apex hole elim positive stop [124603000/d16123751] would not contribute to the reported allegation. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot : a manufacturing record evaluation was performed for the finished device product code 124603000 and lot number d16123751, and no non-conformances / manufacturing irregularities were identified.

Event description:
Additional information was received and stated that the cup is unavailable as it was left in situ but there was a query with it having been implanted with being to open or that it had moved, but it was well fixed on opening.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Cup revision for pain and squeaking of implant. On x ray, cup appears open and too anteverted. For open assessment of cup and liner. Intraoperatively the liner was found to have completely malformed and ceramic head has been rubbing against metal shell. Shell left in situ due to patients age and bmi and bone loss - +4 10 degree face changing liner inserted with 32 +1 revision head. Doi: (B)(6) 2017. Doe: (B)(6) 2023.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.